Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator could not be interrogated. The device was found to be operating in backup vvi mode. It was explanted and replaced on (B)(6) 2015.